Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were experiencing low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was advised to use carbs to treat the low, but the customer became unresponsive over the phone. The help line representative called paramedics to go and check on the customer. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer became unresponsive. The insulin pump will not be returned for analysis.